Event description:
The customer called because they were concerned about an unusually high tbv for a donor in relation to the tbv calculation from their previous donations. Analysis of the data log for the run showed that the incorrect weight was used, the man weighs (B)(6), but (B)(6) was entered instead, resulting in a calculated tbv of 9781ml. The operator chose to run a single-only instead of the double product procedure offered. The donor experienced no adverse symptoms and no medical intervention was required or performed. This report is being filed due to operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file was analyzed for this event. Signals in the rdf indicate that the collected product was less than the 15% tbv limit. The donor likely had an over-delivery of ac throughout the procedure. However, throughout the run, the ac infusion rate was never reduced, so it may be that the donor handled the citrate well enough to not feel any ill-effects. A review of the device history records for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: operator error. Corrective/preventive action: a report of operator error trends is distributed quarterly to the sales and implementation teams to determine the needs for targeted training opportunities.